Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis. The root cause for the stenosis cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of disease may have contributed to the event. If new information becomes available, a supplemental report will be submitted.

Event description:
The reason for the reoperation was noted as stenosis. Per obtained medical records, the patient presented with shortness of breath, abdominal distention, and bilateral lower extremity edema. Prior echocardiogram showed moderate prosthetic mitral stenosis and a mean gradient of 10 mmhg. The valve-in-valve procedure was noted to have no complications. The patient was discharged to an extended care facility on post-operative day three (3).

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding this procedure has been made available and subsequent attempts to get additional information regarding the condition of the device at the time of the intervention or information on the patient's condition or possible comorbidities have been unsuccessful; therefore, the root cause for the intervention remains indeterminable. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that 33mm bioprosthetic mitral valve was disabled via a valve-in-valve procedure with a sapien xt 29mm transcatheter valve. The implant duration of the original device was ten (10) years, eleven (11) months, and fourteen (14) days. The reason for the reoperation is unknown. Both devices remained implanted. No additional information was provided.